Event description:
The rptr did meter to health care professional meter comparison tests. Rptr took the meter to doctor's office and ran tests side by side. Rptr's reading was 152 mg/dl, and doctor's meter (type unknown) result was 112 mg/dl. Rptr did not have any symptoms and compares the confirmation dot for enough blood. Rptr did not have control solution for testing. No harm was alleged.